Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision procedure was allegedly performed (B)(6) 2004 and further revision allegedly performed on (B)(6) 2008 due to alleged pain, elevated metal ion levels, inflammation and complications with walking and stairs. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2004 was due to leg length discrepancy. The operative notes confirm that the modular head was removed and replaced. Medical records also indicate that the revision procedure that took place on (B)(6) 2008 was due to metallosis, instability and a retroverted acetabular component. The operative notes confirm that the acetabular cup, modular head and femoral component were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2003. A subsequent revision procedure was allegedly performed on (B)(6) 2004 and further revision allegedly performed on (B)(6) 2008 due to alleged pain, elevated metal ion levels, inflammation and complications with walking and stairs. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2012-002398 / 02402). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-02398/ 02399 & 2013-02901/02902). Additional medwatches for this patient were reported on medwatch numbers 1825034-2012-02400/2402.